Event description:
It was reported that during activation an accusol bag leaked prior to use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was received and the evaluation was completed to investigate the reported event. Visual inspection revealed a nick on the bag sheeting located on the safety moon seal of the solution bag, where evidence of the leak was observed. Additionally, the clampex connector was found to be broken at both push arm hinges of the sample. Underwater leak testing was performed on the device with a leak noted. Therefore, the reported issue was verified through evaluation. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.